Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridge. Reportedly customer was inserting the needle at an angle. Customer's blood glucose level was 133 mg/dl. Customer changed multiple cartridges and after the third cartridge customer was able to insert needle at a different angle, and the issue resolved and the customer successfully filled the cartridge.